Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08011. It was reported that vessel perforation and rotawire fracture occurred. The target lesion was located in multiple curves and heavily calcified left anterior descending artery (lad). A 1.50mm rotalink¿ burr and 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure, it was noted that the rotawire broke and a piece of the wire remained in the mid to distal portion of the lad. Perforation in the mid lad was also noted. The patient was sent for an open heart surgery twice that day. No further patient complications were reported and the patient's status is stable.